Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to check the brake/steer switch. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account stated their census is low and therefore they will not repair the bed at this time. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed's brake not set alarm was not sounding when the brakes were not set. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).